Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to a other/non-product experience. Additional information received from the field indicating that the lead helix would not retract and extend after the first deployment. In addition, the lead needed to be repositioned based on inappropriate sensing and pacing thresholds. The lead will be returned. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.